Event description:
It was reported, the programmer does not start up. It was also reported, the case is broken. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer did not start up and the case was broken. Power supply found out of electrical specification. Analysis also found the right antenna cable was broken and the system fan was noisy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.